Event description:
It was reported via repair work order that the fowler and lifts was experiencing phantom motion due to malfunction cpu board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.